Event description:
It was reported during the implant attempt that the patient's right ventricular (rv) lead dislodged resulting in asytole. The lead was removed and an existing pace/sense lead used. It was also reported during this procedure that the patient's left ventricular (lv) lead had high pacing thresholds and a suitable position could not be located. The lv lead was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The lead was returned with the helix bent.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).